Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter. The doctor reported that it felt like the catheter broke. The physician inserted the lasso catheter into the patient and the physician felt something has snapped in the catheter. The doctor stated ¿felt the catheter break¿. No known wires were exposed and no sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre shaped and a baylis 8.5fr sheath was used. The catheter was replaced, and the issue was resolved. There was no patient harm reported. This issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 13-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter. The doctor reported that it felt like the catheter broke. The physician inserted the lasso catheter into the patient and the physician felt something has snapped in the catheter. The doctor stated ¿felt the catheter break¿. No known wires were exposed and no sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre shaped and a baylis 8.5fr sheath was used. The catheter was replaced, and the issue was resolved. There was no patient harm reported. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device 30779574l number, and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).